Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided] by the customer. Manufacturer's ref. No: (B)(4).

Event description:
This complaint is from a literature source. It was reported that one patient with intractable ventricular tachycardia (vt) and congestive right heart failure underwent catheter ablation and suffered symptomatic with severe abdominal pain 6 to 8 hours postablation. The patient developed hepatic bleeding due to liver puncture and required surgical intervention. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿catheter ablation for ventricular tachycardia after failed endocardial ablation: epicardial substrate or inappropriate endocardial ablation?¿ the purpose of this study was to assess the incidence of epicardial substrates in patients with a previously failed endocardial ablation attempt for vt as well as the safety and effectiveness of epicardial ablation. The study was conducted between june 2005 and may 2009. Suspect device is a 3.5-mm irrigated-tip navistar thermocool ablation catheter, however catalog and lot number is unknown.